Manufacturer narrative:
Other, other text: d4 UDI(B)(4). Device evaluation: we received one device for investigation. Visual inspection found scratched lens and battery compartment cracked. Functional testing performed. The customer's reported problem was not replicated. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device had a high occlusion. No patient injury or involvement reported.